Event description:
The hub was cracked. The district manager stated this was a carotid procedure and an air bubble was sent up the carotid artery. Confirmed no harm to the patient. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
No consequences to the patient were reported. Cracked is not listed in the instructions for use. One complaint device was returned in an opened, used condition, 19 devices were returned in an unopened, unused condition. Eighteen additional unused products were returned on (B)(4) 2012. Per specifications, "fitting and lumen of fitting should be free of damage and debris." Also, the instructions for use states: "upon removal from package, inspect the product to ensure no damage has occurred." Upon examination of returned complaint devices, the failure mode was confirmed. The used returned device fitting was cracked just below the winged fitting. While the hub has cracked, there is no evidence that the material or manufacturing methods are the cause. Excessive pressure was confirmed by production engineering who collected hubs from multiple lots, sterilized them and then tested them to failure. These parts required in excess of 8 in-lb torque to fail, which is well beyond their design limit. Additionally, luer tapers have been confirmed to meet requirements. The unused devices were fully engaged with a syringe without cracking. Due to prior complaints a change request was implemented on (B)(4) 2012 to change the fitting on this product line to a molded hub. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. Per quality engineering risk assessment, there is insufficient risk to require risk mitigation.